Manufacturer narrative:
The customer, contacted olympus technical assistance support (tac). And in speaking with the customer, it was advised that according to the technical guide the malfunction identified, is an internal hardware error. And there is no user remedial action for it. Thus, asked the customer, that the unit should be sent in for repair. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, that during set up and inspection for use. The subject device had an error b40. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since subject device was not returned, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.